Event description:
It was reported that a patient took about 8 hours to reach goal. The educator did not have the specifics of the patient/case during the call. It was reported that they have a lot of newer nurses and believes that there may have been some user error involved because they were told that "older nurses" had noted upon coming in for the next shift that the cooling rate was set incorrectly. The educator stated that they would look further into the patient to determine, if there were issues that may have prevented them from cooling.

Manufacturer narrative:
The issue was resolved for the customer by confirming the functionality of the unit and providing further education to the customer the manufacturer date has been included in section h4.

Event description:
It was reported that a patient took about 8 hours to reach goal. The educator did not have the specifics of the patient/case during the call. It was reported that they have a lot of newer nurses and believes that there may have been some user error involved because they were told that "older nurses" had noted upon coming in for the next shift that the cooling rate was set incorrectly.